Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had low blood glucose of 50 mg/dl. Customer stated that, he got sensor updating error. Customer declined low blood glucose and sensor updating error. Both the devices were not expected to be returned for analysis.